Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a radius ulna fracture surgery, it was observed that the small battery drive device would not respond even after the battery device and casing device were replaced. It was reported that there was a five minute delay to the surgical procedure and a spare device was used to complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. During in-house engineering evaluation, it was determined that the small battery drive device had no voltage output from the electric control unit and the bearings and gears were corroded.the device also failed pretest for check oscillation/forward/reverse mode function and check for sticky speed trigger. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.